Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that some screws did not grip properly and were therefore not used. No adverse consequences or surgical delay were reported at intake.